Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pend the medication on the station. A technical support specialist (tss) accessed the server and logged into the pharmacy enterprise server application to review the configuration. The tss verified under inventory management that device had drawers with empty and pending refill statuses. The tss then contacted the customer to request a sample medication identifier for further analysis, after which clarification was received regarding the actual concern related to medication removal quantity prompts on the station. The tss analyzed the workflow and identified that the behavior was due to configuration settings, specifically that the ¿use dispense amount¿ option was not enabled for the medication, which caused manual entry of quantity during removal. The tss explained the configuration impact to the customer and provided guidance. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to pend medication on the station. The pend action did not complete successfully when attempted. This issue prevented normal medication workflow on the affected station. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.